Manufacturer narrative:
(B)(4).

Event description:
It was reported that bleeding occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced bleeding on the insertion site which occurred the same day the sensor had been inserted in the abdomen. It was reported that the patient was taking blood thinners. The patient cleaned the area with alcohol. The patient went to the hospital and had to be assisted there with stitches and cuts on the abdomen due to the bleeding. There was no treatment provided. At the time of the report the patient was fine. No product was provided for evaluation. The allegation and a probable cause could not be determined.